Event description:
It was reported that during a routine follow-up, telemetry could not be established. Attempts to perform a software download and read the eri bit were unsuccessful. The patient had two non-pacemaker related surgeries in april and july of 2006 that may have exposed the device to electro- cautery. Follow-up on april 20, 2006 showed a measured battery data of 2.74 v, 28 ua, 1.4 kohms. The patient was not pacemaker dependent.